Event description:
It was reported there was a catheter issue; there was a break in the distal segment of the catheter. A dye study was performed and a catheter revision was planned, but not scheduled. The patient had an increase in pain symptoms. The outcome of the event was unknown. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced withdrawal symptoms. A catheter leak occurred. On 2014 (B)(6), examination/palpation revealed that the patient had increased pain, a burning sensation, and cold chills. On the same date, reprogramming, a refill, or a bolus was programmed. On 2014 (B)(6), examination/palpation revealed that the patient had nausea. On 2014 (B)(6), fluoroscopy revealed a leak in the lumbar portion of the catheter into the posterior soft tissue. The catheter was replaced on 2014 (B)(6) and disposed of. The following day, the patient was doing well and the patient outcome was resolved without sequelae. It was indicated that the event was associated with catheter serial #(B)(4).